Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 387 mg/dl while using the device; the user noted a history of infusion-site scar tissue and had eaten pasta and cake prior to the event, and customer support guided a site change after checking for insulin drops to troubleshoot potential infusion issues. Symptoms included elevated blood glucose. Outcomes included education and troubleshooting with a site change and planned follow-up to confirm return to target range. Investigation included technical support assessment and user-guided checks for infusion delivery and site integrity. Investigation of this case revealed suspected impaired insulin delivery potentially related to infusion-site scar tissue, with contributory dietary intake, and no evidence of device malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to multiple potential factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.